Event description:
The user facility reported a cutter failure. They were using a cutter that stopped cutting, so they waited and it started again. The surgery was completed. No patient impact was reported.

Manufacturer narrative:
The device has not been received for evaluation at this time. A supplemental report will be filed should any additional information become available for investigation. A lot number was not provided; therefore, the sterilization and lot history records could not be reviewed. Report 2 of 2. See report #1920664-2013-00084.